Manufacturer narrative:
Please see the attached file for the results of our investigation. (B)(4).

Event description:
It was reported a revision hip surgery was performed to remove the stem and head.